Event description:
The pt felt no stimulation on one body side. The hcp found that one channel of the implantable neurostimulator was not working. The pt was returned to the operating room. The extensions were interchanged between one channel to the other. It was always the same channel (8-15) that did not work. The implantable neurostimulator was explanted and not replaced. There was no pt injury associated with the event.

Manufacturer narrative:
(B) (4). Analysis of the neurostimulator (B) (4) revealed 'no anomaly found.' The device was functionally ok. However, based on the initial interrogation of the device, it appeared that it was incorrectly programmed for a 2 lead system using 2 model 37083 extensions. Electrodes 0-3 and 4-7 were programmed when the hcp should have programmed electrodes 0-3 and 8-11.